Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022, for the treatment of vaginal prolapse. During the procedure, the physician tried to deploy the dart, but it could not penetrate the ligament in full. Additionally, it was reported that the dart separated from the suture. It was not retrieved and remains in the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Manufacturer narrative:
Correction to block b1: initial reporter phone. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022, for the treatment of vaginal prolapse. During the procedure, the physician tried to deploy the dart, but it could not penetrate the ligament in full. Additionally, it was reported that the dart separated from the suture. It was not retrieved and remains in the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.